Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1q1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation within one day post-implant. The left ventricular (lv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.